Manufacturer narrative:
Investigation summary 04/08/2026 no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding a primary plumset, pe lined tubing, 107 inch where it was stated in the report that during chemotherapy infusion, it was found that fluid began leaking at the connection between the 3-way stopcock and the ntg set. The nurse tested the 3-way stopcock on the spot and confirmed it was tightly closed, but drug residue was observed on the set. Drug name was unknown and there was no chemo exposure reported. There was patient involvement but no patient harm.